Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 125 ohms. Troubleshooting was discussed with the health care professional (hcp). The lead remains in service. No adverse patient effects were reported.